Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the pacemaker dependent patient presented in the ER with weakness, a low heart rate, and low blood pressure, her device could not be interrogated. There was uncertainty if the device battery had prematurely depleted. The physician replaced the device and the patient was stable following.

Manufacturer narrative:
Interrogation of the device revealed the device was at end of life (eol) when received. A longevity calculation was performed and found that the battery depletion was normal based on the device usage. After replacing the device power source, telemetry could be established. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.